Event description:
It was initially reported that the pt was referred for unk reasons. It was later noted that the pt had high lead impedance and was going to have lead revision surgery and prophylactic generator revision. The pt is expected to have surgery, but has yet to occur. A search performed in the MFR's programming history database showed high lead impedance previously present on (B)(6) 2009 with last known diagnostics on (B)(6) 2008 were within normal limits. Good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.